Event description:
It was reported that the patient had an infection at the ipg site. Symptom of increased pain was noted. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent a revision procedure wherein ipg and leads were replaced. The patient was doing well postoperatively, and the explanted devices will not be returned. Additional information was received that the patient also developed infection at the lead site.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: (B)(4), model: m365sc8436500, serial:(B)(6), batch: (B)(6).

Event description:
It was reported that the patient had an infection at the ipg site. Symptom of increased pain was noted. The physician believed that the infection was not device related. The patient was prescribed with antibiotics and underwent a revision procedure wherein ipg and leads were replaced. The patient was doing well postoperatively, and the explanted devices will not be returned.